Event description:
It was reported that during a colonoscopy with possible polypectomy, the image went black and both b30 and e216 communication errors occurred. The physician had to remove the camera blindly from the cecum and proceeded to troubleshoot. The customer cleared the errors by shutting off the tower, but they kept occurring with any scope that was connected. It was confirmed that the scopes worked normally in other towers. The customer also stated that they had cleaned the contacts of the scopes prior to plugging them in. Once a second scope was available, after a 30-minute procedure delay under anesthesia, the physician re-inserted the second scope and continued the case. The case was completed as intended with the second scope. No medical intervention was required, and the condition of the patient was not impacted.